Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device showed the service wrench, attention and charge-pak icons in the readiness display. During device evaluation, physio observed that the device would power off immediately after being powered on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the customers device and was able to verify the reported issue.   The device was not returned to the failure analysis center for further evaluation and rather was returned to the customer at the customer's request.  The cause of the reported issue could not be determined.